Event description:
Patient was in full caridac arrest (no breathing and no pulse) prior to arrival of crew. Crew used spur infant child. Thie compressing bag and patient valve was separted in use. The crew used back-up product (spur adult), and resuscitation could continue right away without any problem. Patient died.

Manufacturer narrative:
No product has been eceived for investigation by ambu. No information of lot number has been given, so it hasn't been possible to make a review of production and quality control records. No indications can be found that it is a general problem. The reported problem could be caused by storage of the product in a deform state, and not in the recommended state of storage, as described in the direction for use. Risk evaluation: in the direcction for use, it is prescribed that the user is to make a functional check before the product is placed ready for use in emergency situations, and as well as a brief functional check before use. During the prescribed test for correct operation of the spur the actual problem will be found and the prescribed back-up procedure will be used. It is concluded that the risk of using a product. With a separated patient valve, unnoticed is very low.